Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. Seven sealed devices from this lot number were returned for evaluation. After a visual examination of the sealed devices, we confirmed no components are missing or have detached. During our evaluation, all seven catheters were advanced through an endoscope placed in a simulated biliary position and also in a torqued/flexed position. After advancement and withdrawal from the endoscope, no components on the unused products detached or separated. A discrepancy or anomaly that could have contributed to detachment of a component was not observed with the unused product. A review of the twelve month complaint history for this product family was conducted. Based on this review, this report represents an unusual occurrence. The likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. Additional information provided with this report indicated that the endoscope could have been in a flexed/torqued position at some point during the procedure. If the product receives excessive pressure while in this position, this could have contributed to product damage and subsequent band detachment. Prior to distribution, all fusion sphincterotomes are subjected to a visual examination and manual tug to verify the security of the band. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report was unable to be verified. This observation represents an unusual occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion gio-tip ercp catheter. After cannulating the bile duct, the physician saw what was described as a "small radiopaque dot" in the bile duct of the pt. At that moment the physician did not know what it is so an attempt to remove it was made. After some minutes of trying, the physician was able to move the small radiopaque dot from the bile duct into the small intestine, but full retrieval from the pt's body was not accomplished. The small radiopaque dot was left to pass naturally through the gastrointestinal tract. The pt did not require any additional procedures due to this occurrence. The pt did not experience any adverse effects due to this observation.